Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: no reportable, the pacemaker is depleting normally.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the analysis was performed again and the power consumption increased due to a higher rv pacing amplitude. The pacemaker is depleting normally and remains in service. No adverse patient effects were reported.